Manufacturer narrative:
Concomitant medical product: 693565 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead was "deteriorating". The ra lead had been reprogrammed and remains in use, while being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had been exhibiting noise and oversensing during atrial episodes. The ra lead had also been exhibited variable impedances for several months.